Event description:
It was reported to philips that the system could not start up. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on site and confirmed that the system could not start up. Upon troubleshooting fse found that direct current power supply in m cabinet had no output. To resolve this issue, fse replaced dcps and pdu fan tray. The defective dpcs & pdu fan tray was returned to philips for analysis and found psu1 and psu2 were burnt. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.